Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, r wave amplitude variation and a loss of capture were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable and will continue to be monitored.